Event description:
During activation of the device, the needle separated from the stylet, leaving the needle in the pt. The pt complained of a stinging sensation with this catheter. There was no harm to the pt as a result of this incident.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.